Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, the unipolar button was inadvertently pressed and the device could not be programmed back to unipolar/bipolar. When the lead was connected to the generator, no pacing occurred. Therefore, the device was replaced.